Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for non-obstructive urinary retention and urge incontinence. It was reported by a basic evaluation trial patient they had a urinary tract infection and the antibiotics were not working. There were no further complications reported/anticipated.